Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically cut but not breached, visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with the outer insulation torn and some pinch marks on it. These damaged might cause by the forceps at explant.

Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead had an insulations breach. The leads were explanted and replaced. No patient complications have been reported as a result of this event.